Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently, bleed back was noted. The tubing set was being used to deliver an unspecified concentration of oxytocin, at an unspecified rate, via a plum pump. The option-lok male adapter of the plumset was connected to the distal clave y-site of a primary tubing set. It was reported that as the nurse was tightening the connection between the option-lok male adapter and the clave y-site, a piece of the option-lok male adapter broke off and remained lodged in the clave y-site. A leak of solution and an unspecified volume of bleed back were noted. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if therapy was resumed using a replacement tubing set.